Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving a no delivery alarm. Customer's blood glucose was 450 mg/dl. Customer initially declined troubleshooting for high blood glucose but later did troubleshooting. When site was removed, it was found that cannula was bent. Supplies would be replaced.